Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was intermittently unresponsive. There was ¿no stuck¿ button alarm. Customer declined to provide further information or tandem technical support¿s offer to follow up. There was no reported impact to blood glucose.